Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, customer¿s blood glucose level was 52 mg/dl; cause was unknown. Customer consumed carbohydrates to address the blood sugar. The customer continued to use current insulin pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.